Event description:
Customer reported his blood glucose was 429 mg/dl, treated with a manual injection. Customer was reporting the battery cap on the device was damaged. Customer stated the damage has been there for awhile and it has been getting bad. Customer did not want to be on the phone long. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.